Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken power cord. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#). A getinge field service engineer (fse) evaluated the unit and found the grounding plug on the power cord was broken along with the door on the fiber optic port. Fse replaced the upper panel assembly (d997-00-0644) and power cord reel (d012-00-1688-21) to resolve the issue. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.